Event description:
A non-health care professional reported via health authority that the viscoelastic control line was used to inject silicone oil tubing could not be connected to the vitrectomy machine interface during vitrectomy surgery. The surgery was completed after replacing with the same model tubing. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).